Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Patient code (B)(4) applies to the pump and patient code (B)(4) applies to the catheter. Device code (B)(4) applies to the pump and device code (B)(4) applies to the catheter. Eval code-conclusion code applies to both the pump and the catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown bac lofen 2000mcg/ml for a total dose of 1898 mcg/day via an implantable pump for intractable spasticity. It was reported on an unknown date that patient was non verbal and at home and patient's caretaker felt that patient had been stiffer than before. It was unknown as to what environmental, external, or patient factors may have led, contributed, or caused the patient being stiffer. It was noted they were already doing a pump replacement for end of service, and the healthcare professional (hcp) got good flow from the catheter, but hcp decided to change the catheter out to be safe. It was noted the pump and catheter were replaced on (B)(6) 2017. It was noted the patient was turned down to 100mcg/day after the procedure and concentration was decreased to 500mcg/ml. Surgical intervention did occur as the catheter was replaced. It was unknown if the issue was resolved at time of report and patient's status was alive-no injury. Patient's medical history included cerebral palsy. Log was provided, but contained no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.